Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose level was 200 mg/dl. The customer ultimately filled and loaded the cartridge successfully.